Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent. The physician scheduled the patient for a reline in (B)(6) 2018 due to an aneurysm expansion, however, the procedure was cancelled due to the patient's poor condition (non-aaa-related heart and lung issues). The physician will continue to monitor the patient. There have been no additional patient sequelae reported.

Event description:
Additional information received confirming that the physician previously planned to treat the patient by relining, however, due to the patient's heart and lung issues the physician has delayed re-intervention.

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; requests were made and no response was received. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Correction: device code - remove 1068. Conclusion code - remove 11.